Event description:
Additional information: it was later reported that the patient "now feels well". The drug concentration and dose remained the same for the new pump.

Manufacturer narrative:
(B)(4). Analysis of the pump found there to be no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with return of symptoms including increased spasticity, clonus and pain. A rx image revealed no dislocation of the pump and catheter. No motor stall alarm was recorded in the event logs. The physician proceeded with a refill at which point a volume discrepancy occurred where the expected residual volume (erv) was 6.4ml and the actual residual volume (arv) was 8ml. It was discussed that this discrepancy was calculated as 12% which is within the limit of variation for the reservoir volume. No discrepancy had occurred at previous refills. The physician decided to prescribe oral lioresal which resulted in "strong reduction of clonus." The physician then decided to perform a revision. The physician first tried to aspirate drug from the catheter access port (cap) without disconnecting the catheter from the pump. No difficulty occurred and 0.5ml of fluid was aspirated. A dye test was performed which resulted in no dislocation, no kinking and no holes in the catheter. The physician then decided to replace the pump. The patient required hospitalization and intubation. The cause of the volume discrepancy was unknown at the time of the report. The patient status at the time of the report was alive but with injury. The device system was used to deliver lioresal and morphine. Additional information has been requested but was not available at the time of this report.